Event description:
A customer reported a malfunction on their insulin pump, specifically mentioning the occurrence of "malf 0" and its associated fault ID as "0-0x277d." Despite the malfunction, there was no adverse impact on the customer's blood glucose level. The issue had been reported multiple times, prompting technical support to arrange a replacement pump, which would include updated software. Meanwhile, the customer will use multiple daily injections as backup therapy.